Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked keypad overlay and scratched case. After battery installation unit gave an unexpected white partial display with horizontal lines on display due to cracked or broken traces on liquid crystal display glass between the liquid crystal display controller and the liquid crystal display image area. Unit passed displacement test and self test. (B)(4).

Event description:
Information received by medtronic indicated that there was crack in case. Customer stated location of damage was display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.